Event description:
During survey visit and code pink drill, surveyor with safe place band and sensor on test status was able to enter the elevators and take them all the way down without the elevators ever locking down as the system is designed to do. Expiration date: sensors 0912.